Event description:
It was reported that the patient's artificial urinary sphincter (aus) balloon was explanted due to patient dissatisfaction. They wanted the balloon changed to a 71-80 cm h2o balloon.